Event description:
It was reported that the patient had been transferred from a bed to a wheelchair. When the patient was over the bed, the caregivers repositioned the patient to a seated position and rotated the patient, then the left shoulder sling clip detached. As a consequence of the event, the patient fell out of the device. The patient sustained the laceration to back of her hear and abrasion to right shin. The first aid provided. On 25-march-2024 arjo received information that the patient passed away.